Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and found blown power fuses and an overheated power harness connector. A burnt odor was also detected from the overheated connector. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed functional performance specification requirements per rite testing as there was no power and the device failed the power up verification step. The cause of the burning smell was determined to be a poor connection of the board header with the power harness interface. To correct the condition, the circuit board and power harness were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device was emitting a burnt-like odor. The patient was not connected at the time of the event. This occurred as the patient was attempting to cycle the power on the hc machine. The patient was to complete therapy using continuous ambulatory peritoneal dialysis, and the technical service representative discussed its use with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.